Event description:
It was reported that during an implant procedure, three right ventricular leads were attempted, but the helix would pop in and out rather than extending and retracting gradually and the leads would also not capture at multiple locations. The leads were not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.